Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). D4, lot no.: the following are the lot numbers reported: 2110668 and 2110669, however, it is unknown which of the two devices caused the delay. D4, exp. Date: expiration dates for each of the two lots reported: 09-jan-2028 (2110668) and 08-jan-2028 (2110669). H4, mgf. Date: manufacturing dates for each of the two lots reported: 09-jan-2023 (2110668) and 08-jan-2023 (2110669).

Event description:
It was reported that during a meniscus repair, two ultra fast-fix failed in the same way. The t1 implant of the first device did not come out after several penetrations were made on the meniscus. A second device was used and the same malfunction occurred. The procedure was completed with a surgical delay greater than 30 minutes using a back-up device. No further complications were reported.